Manufacturer narrative:
Section a4: patient weight was requested and not provided. Section b3: event date was estimated. The actual date of the event was requested and not provided manufacturer's investigation conclusion: the onset of the reported outflow graft (ofg) obstruction could not be confirmed as no images were provided for review from the time of the event. A specific cause for the obstruction could not be conclusively determined through this evaluation. Multiple attempts were made to obtain information regarding the type of ofg obstruction and the onset date; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an outflow graft (ofg) issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.